Event description:
Event description cpi received information that during a followup this implantable pulse generator (ipg) could not be interrogated, magnet rate could not be obtained and had no output. The physician elected to explant the ipg. A new ipg was successfully implanted.